Manufacturer narrative:
Despite multiple attempts, no additional details concerning this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received 10 inappropriate shocks over eight episodes due to atrial fibrillation with rapid ventricular response. Oversensing of noise and a drop in the patient¿s qrs morphology were also noted. An x-ray of the system indicated it may not be positioned ideally for the patient. Additional information provided from the field indicated surgical intervention was performed and the electrode was revised. All available evidence indicates the electrode remains in service. No additional adverse patient effects were reported.